Event description:
The customer reported that olympus xenon light source was not working, and it was found that the transformer was also not working during inspection for use. The device worked fine after replacing the 2-pin power cord with a 3-pin power cord. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.